Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (patient had a ruptured aneurysm prior to graft placement). Conclusions: device failure/lack of effectiveness related to patient condition (patient had a ruptured aneurysm prior to graft placement).

Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of a contained ruptured of a 9 cm abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient presented emergently with a contained ruptured abdominal aortic aneurysm. The physician elected to implant the stent graft system which was successful. The final angiogram demonstrated a slight type ii endoleak. Case was completed, however, it was reported that the patient became very unstable. The physician elected to explant the stent graft from the patient. It was reported, later that day, the patient expired due to the loss of blood prior to the placement of the aneurx stent graft.